Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient was in overdischarge. The last successful recharge session was in (B)(6) 2016. The rep had done two to three physician recharge modes but the patient was still in overdischarge. It was noted that the rep did not think that the ins was flipped. The rep was to continue to try a physician recharge mode. No symptoms were reported. Additional information received from the manufacturer representative (rep) reported that after performing the trickle charge, they were able to get enough power to the consumer¿s battery to interrogate it. The battery read end of service (eos) and power on reset (por). It was stated they were able to capture the consumer¿s programming, but they couldn¿t turn stimulation on due to the eos.

Event description:
Additional information received from the manufacturer representative (rep) reported the patient's battery was dead at the time when they met them. They performed a trickle charge at that time, and that was when the eos appeared. It was stated the patient hadn't recharged for several months prior. It was noted between the trickle charge in (B)(6) 2016 and their most recent visit the patient didn't charge their battery.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.